Event description:
The pt was revised due to wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after seventeen yrs implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received, the investigation can be reopened.